Event description:
It was reported that a pt underwent a procedure for gastric cancer on (B)(6) 2010 and suture was used on the peritoneum and fascia. A fascia defect occurred on (B)(6) 2010. The pt was returned to surgery on (B)(6) 2010 to perform a wound revision with local anesthesia. The surgeon opines that inadequate tissue oxygenation caused by chronic obstructive pulmonary disease is the main cause of the dehiscence.

Manufacturer narrative:
(B)(4). Wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.